Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign objects coming out of the nozzle. There was no patient involvement.

Manufacturer narrative:
This report is supplemented to correct a previously submitted report. Corrected field: h4 - value was incorrectly reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.